Event description:
It was reported that the patient presented to the clinic for programming in preparation for a magnetic resonance imaging (MRI) procedure. It was noted that the right atrial (ra) lead exhibited high, out of range pacing impedance due to a lead fracture. The ra lead had already been programmed off. No additional intervention was performed. The patient was in stable condition.